Manufacturer narrative:
As no product problem deficiency caused or contributed to an adverse event/incident for the patient; this initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2016-00364 was submitted in error, and is hereby retracted.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient was reported to have developed an acute type a (debakey 2) aortic dissection due to rapid expansion of the ascending aorta from 4.5cm to 7.4cm within a 10 day period. The patient presented with persistent pain and computed tomography showed a de novo tear unrelated to the patient's previous thoracic endovascular and surgical repairs. The tear was noted on posterior wall 1 cm distal of the st junction and the non-coronary and right coronary cusps. On (B)(6) 2015, the patient underwent urgent replacement of the ascending aorta with a 30mm gelweaved dacron woven graft; and resection and graft replacement of the proximal transverse aortic arch with reattachment of the innominate, left common and subclavian arteries with 30 mm gelweaved dacron woven curved tube graft. Additionally, at this time aortic valve repair and resuspension with aortic root reconstruction was performed. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).